Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was going to have a catheter replacement due to fluid accumulation in the pocket, which was deemed to be cerebrospinal fluid. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was unknown. The patient's weight was unknown. No further complications were reported.